Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device did not show the ok icon, and showed the service indicator, charge-pak and attention icons. Physio-control determined that the cause of the reported failure was due to repeated power on cycles, and over eight hours of device on-time, which depleted the device's internal hlc batteries. This caused the device not to power on and not to provide defibrillation energy. A cause of the repeated power on cycles and the device on-time being over 8 hours, could not be determined. A replacement device was provided to the customer under warranty.

Event description:
It was reported to a physio-control customer service representative that the customer's device showed all three icons (charge-pak icon, service wrench icon and attention icon) in the readiness display. Therefore the device might not be able to provide defibrillation therapy when required. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The initial medwatch report indicates: (B)(4). The initial medwatch report should indicate: (B)(4). The initial medwatch report indicates: (B)(6).the initial medwatch report should indicate: (B)(6). The initial medwatch report indicates (B)(6). The initial medwatch report should indicate: asku.